Event description:
The following information was provided: this pi is for the 2004 revision. As per pss case: kotz proximal tibia replacement. Uncemented tibial stem and femur. Failed hinge. Plan to retain tibial stem, custom cross over piece to allow use of gmrs proximal tibia and distal femur. History: osteosarcoma proximal tibia and kotz proximal tibia replacement 1991, revision tibial component to kotz implant for periprosthetic fracture 1994, revision bearings in hinge mechanism 2004. Right side.